Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pharmacist with offsite coverage user role unable to see facility dropdown menu. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) had explained to the customer that they required the proper role assignments in order to gain access to the specific transactions or controls they needed. Tss clarified that these permissions could only be granted by someone with the appropriate administrative privileges to assign roles. Since the tsc did not have the authority to assign or modify user roles, tss informed the user that this action could not be completed through his team. Customer granted permission to close the case.